Event description:
The facility reported a pump with a battery that will not hold a charge. This occurred during customer use, but there was no patient involved. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.